Event description:
Indication: common variable immunodeficiency, unspecified. Pt reports her pump (serial number and expiration date: not provided) is broken. Pharmacy replacing pump. Return box being sent for device associated with event. No specifics provided as to what is wrong with pump. Unknown if pt missed dose/had an interruption to therapy or experienced adverse event(s) due to product issue. No further info. Reported to (B)(6) by pt/caregiver.